Event description:
It was reported that the customer's insulin pump has cracks on the reservoir window where it shows how much insulin is left. It was also reported that the part where the reservoir is inserted is worn down. Customer's blood glucose level at the time 122mg/dl. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).